Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.

Event description:
It was reported that the patient was implanted in 2007 and at the time catheter flow through the sutureless connector was confirmed. Over the last few weeks, the patient had experienced an increase in spasticity. At the refill visit on approx four months later, the expected volume was approximately 3 mls; the actual volume was approximately 40 mls. A rotor study was done and was negative. When attempting a dye study, they could not aspirate from the catheter. The patient was brought in for a revision and when the sutureless connector was removed from the pump and inspected, the hcp found a yellowish-gold "membrane" approximately 1.5 mm inside the lumen of the connector. Once it was removed, cerebral spinal fluid (csf) flow appeared normal and the connector was replaced. Both the sutureless connector and the material found inside of it were sent to the manufacturer for analysis. The pump was used to deliver lioresal (500 mcg/ml) at a rate of 170 mcg/day. Additional has been requested, follow-up report will be submitted if additional information becomes available.